Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an impulse diagnostic catheter. Analysis of the tip, and shaft included microscopic and visual inspection. Inspection found no damage or defect to the device.

Event description:
It was reported a dissection occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned in the laa and a 24mm watchman flx laa closure device and delivery system (wds) was inserted into the was. The closure device was deployed, but was too proximal, so it was fully recaptured. It was deployed again, but did not meet the release criteria, so it was fully recaptured again. On the third deployment, the closure device did not expand. It was fully recaptured and removed from the patient. Another 24mm watchman flx closure device was used in a different lobe. It was deployed, but was too proximal, so a full recapture was performed and the wds was removed from the patient. An impulse pigtail catheter was inserted again into the was to achieve the very first position. After contrast was given, an intimal dissection was seen in the laa. The devices were removed and the procedure was aborted. The patient experienced low blood pressure and went to the emergency room where aterenol was administered. The patient is currently fine and has been discharged from the hospital.

Event description:
It was reported a dissection occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned in the laa and a 24mm watchman flx laa closure device and delivery system (wds) was inserted into the was. The closure device was deployed, but was too proximal, so it was fully recaptured. It was deployed again, but did not meet the release criteria, so it was fully recaptured again. On the third deployment, the closure device did not expand. It was fully recaptured and removed from the patient. Another 24mm watchman flx closure device was used in a different lobe. It was deployed, but was too proximal, so a full recapture was performed and the wds was removed from the patient. An impulse pigtail catheter was inserted again into the was to achieve the very first position. After contrast was given, an intimal dissection was seen in the laa. The devices were removed and the procedure was aborted. The patient experienced low blood pressure and went to the emergency room where aterenol was administered. The patient is currently fine and has been discharged from the hospital.